Manufacturer narrative:
No conclusion can be drawn.

Event description:
The pt reportedly wore acuvue advance for astigmatism contact lenses on a daily wear schedule for about 14 hours a day and had been wearing this brand for several months. The pt used a store brand multipurpose solution. In 2007, the pt experienced pain and redness in the os at the end of the day and could see a white spot on the os cornea. The next day, the pt went to a local emergency room and a physician diagnosed a peripheral corneal ulcer and prescribed chloramphenicol eye drops. Four days later, the pt said, the os looked whiter but the pain increased and the pt went to hospital and was diagnosed with a 1.5 mm peripheral, corneal ulcer, located nasally in the os. The patient's anterior chamber was clear. The left eye was not cultured. The ophthalmologist prescribed oxfloxacin eye drops. The pt said, that the treating ophthalmologist at hospital did not comment on the ulcer being infectious. The patient, who is an optometrist, believed the corneal ulcer was infectious due to a yellow discharge from the os. The pt said the ulcer has resolved, the medication was discontinued and there is a peripheral scar that does not affect visual acuity. The patient has not resumed lens wear. The patient discarded the lens in question and the remaining lenses from the same carton and did not document the lot number. Since the corneal ulcer resolved and product is not available, no additional information is expected. MDR events are reviewed at quarterly management review meetings.